Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s. Concomitant medical products: guide wire: sion blue, guide catheter: taiga ebu3.5, stent: resolute. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 3.0x15 nc tenku rx balloon dilatation catheter (bdc) was advanced without resistance to a moderately calcified, concentric, 99% stenosed, 18-millimeter (mm), de novo lesion in the mildly tortuous 3.0mm mid left anterior descending coronary artery to post dilate an implanted non-abbott stent. The nc tenku rx balloon was inflated without difficulty twice to 12 atmospheres for 15 seconds. During the 3rd inflation to 12 atmospheres, the hub detached from the nc tenku rx. The nc tenku rx bdc was withdrawn from the anatomy. Post-dilatation was completed using a 3.0x15 non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.